Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: there was a staple line failure resulting in the case being returned to the theatre. The original sample has been discarded. Following completion of a right hemi colectomy on (B)(6) 2013 the pt was returned to theatre on (B)(6) 2013. Upon examination of the anastomosis, it appeared there had been bleeding along the staple line and a large hematoma had formed within the bowel. The area of bowel affected was resected and a new anastomosis was created using reloads p3d0165x. As the device was fired there was an obvious spirting of blood form the staple line which was treated by oversewing. The pt is now okay. There was however, unanticipated blood loss, though not sure how much and additional surgery time. Additional information required via email. No reinforcement material was used in conjunction with the stapling device.